Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt saw a power-on-reset message. The pt was able to clear the message with the help of the representative. Additional info has been requested, but was not available as of the date of this report.